Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The cables, the connectors, and the circuit boards were checked and reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.